Event description:
According to the available information the patient twice lost his catheter that burst. Patient experienced hematuria and pain.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9112154 with the same defect. A similar case study based on item number ab6r, defect burst, over last four year: four similar cases were found (B)(4). Unfortunately, without sample we cannot go further than the documentary investigation on the intermediate product ab6r2480 lot number 8945840 which didn¿t reveal any anomaly recorded during production.

Event description:
According to the available information the patient twice lost his catheter that burst. Patient experienced hematuria and pain.

Manufacturer narrative:
One non-conformity in relation to the described defect and a corrective and preventive action.